Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
The device was sent to stryker instruments for repair. During functional testing by a service technician at the manufacturer facility, it was found that the device was running without user activation. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.